Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history of the reported lot revealed one similar complaint from the same lot; however, there is no indication to suggest a lot specific product quality issue. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to remove. It may be possible that during use, the clearance between the guide wire lumen of the bdc and the guide wire was reduced causing the devices to become stuck together, resulting in the wire pulling out when the bdc was removed. However, this could not be confirmed because the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. The balance middleweight (bmw) guide wire was being used with a non-abbott balloon dilatation catheter (bdc) and was able to be advanced to the lesion and the balloon inflated without issue. When attempting to remove the bdc, it was stuck with the bmw guide wire so the devices were removed together. A new bmw guide wire and new bdc were used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.